Event description:
Info received that the siderail would not go up or down. No injury reported.

Manufacturer narrative:
Tech found that the siderail would not go up or down. The plate that guides the siderail up was bent, and would not allow the siderail to go up. Repaired the plate to resolve this issue.